Event description:
Rv lead integrity alert triggered 07-jun-2022 for 2 high rate ns,149 short v-v intervals, intermittent oversensing and undersensing noted on stored egms. 605054266 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).